Event description:
It was reported that after a long complicated cardiovascular angioplasty procedure, radiation skin burns resulted from a high dose of radiation because of the long fluoroscopy procedure. The fluoroscopy time was 150 minutes with 60 digial cine sequence runs.